Event description:
The customer had to call paramedics four times in the past week due to hypoglycemia. Customer has been getting high blodd glucose results on the device and taking insulin before crashing. Customer took the meter to the dr's office to compare it to the lab. The device read 380 and the lab was 140 mg/dl. Paramedics did treat customer with an IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.